Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery as the device was not working properly. During review in-office it was noted that the tubing was riding high in the scrotum; a revision procedure was scheduled. During surgery air was found in the pump caused by a hole in an unknown location. The existing cylinders and pump were explanted and replaced. The original reservoir could not be removed so it was left implanted. A new reservoir was placed on the other side to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.